Manufacturer narrative:
Results: patients condition affected the effectiveness of the device (80% stenosis, severely calcified and tortuous); inherent risk of procedure (stent deformation); deformation problem (stent deformation). Conclusion: device failure/lack of effectiveness related to patient condition (80% stenosis, severely calcified and tortuous); known inherent risk of procedure (stent deformation). (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a lesion in the rca exhibiting 90% stenosis, severe calcification and tortuosity. The device prepped as per IFU prior to use. During the surgery, the lesion was pre-dilated with 80% stenosis remaining post dilatation but the device could not pass the lesion due to calcification. No resistance was noted when advancing the device across the lesion. The physician dilated the lesion again and changed a new device to complete the procedure. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be damaged. Evaluation summary: the device was returned to medtronic for evaluation. The endeavor resolute device showed evidence of stent damage. The 3rd to the 6th distal segments were damaged, the struts were raised and overlapping. The 11th distal segment was damaged and the 9th proximal segment was misaligned. The distal tip was slightly damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).